Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3+ functional mitral regurgitation (mr) and thin leaflet for a mitraclip procedure. During the procedure, difficulty was encountered during leaflet grasping and interaction with chordae was also observed; however, adequate grasping was ultimately achieved. Subsequently, one gripper were unable to be lowered during independent grasping of leaflet. Troubleshooting was performed and resolved the issue, after which the clip was successfully deployed. The mr was reduced to grade <1 post procedure. There was no clinically significant delay or adverse patient effects reported.